Event description:
A malfunction was reported with the customer's insulin pump after the device fell into toilet water for less than a minute. Fortunately, the customer's blood glucose level did not exceed 500 mg/dl, indicating no immediate adverse impact. In response to the malfunction, customer technical support arranged to replace the pump. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, instructions were given on returning the defective pump, and a replacement was sent to the customer.